Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobe surgery, while cutting the lung parenchyma, the green button was pressed but the handle could not be squeezed and the device did not fire. Another reload was used to complete the case. There was no patient injury.